Event description:
Received a medwatch stating that a pt had mesh implanted to repair an umbilical hernia and it failed to incorporate into the tissue and pt's body rejected it and it had to be removed. After removal, pt had to wait a period of time before the repair could be done again, using a different barrier.

Manufacturer narrative:
A thorough investigation was not able to be performed as no product code, lot number, or sample was provided. We are unable to obtain further info as the medwatch received has no contact info. Clinical opinion: an umbilical hernia occurs when part of the intestine protrudes through the umbilical opening in the abdominal muscles. In utero the umbilical cord passes through a small opening in the baby's abdominal muscles. The opening normally closes just after birth. If the muscles don't join together completely in the midline of the abdomen, this weakness in the abdominal wall may cause an umbilical hernia later in life. In adults, too much abdominal pressure can cause an umbilical hernia. Possible causes in adults include obesity, multiple pregnancies, fluid in the abdominal cavity (ascites), previous abdominal surgery and chronic peritoneal dialysis. Treatment options include open or laparoscopic surgery. In both methods, the hernia is identified and placed back into the abdomen. The weak tissue is then reinforced, most often with a synthetic mesh, to prevent the hernia from pushing through the weak spot again. The mesh acts like a patch on a hole in a tire. It was reported that a pt had an implant of c-qur mesh to repair an umbilical hernia. It failed to incorporate into the tissue and the pt's body rejected it and it had to be removed.